Event description:
It was reported that the patient experienced intermittent no power alarm on mobile power unit (mpu) despite power to the house/ outlet. The patient was brought to the clinic and was attached to the power module. Immediately, alarms of 1 missing power source occurred despite both black and white cables attached to wall power. It was noted that there were exposed wires on the white controller lead. The controller was exchanged. Log files were sent for analysis due to the no power alarms at home and the customer was concerned if there were no issues with the mpu. The event log captured some low voltage hazard events on (B)(6) 2023 while using the mpu. It appeared that there was total loss of power to the mpu that lasted for about 2 minutes. Additional information was received that the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The mpu was not removed from service. The customer also reported that upon further investigation, the mpu was ruled out as the product with the issue as the controller had exposed wires that were cut all the way through the insulation layers. The controller was exchanged, and no alarms reoccurred. Related MFR # for the controller: 2916596-2023-06122.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6) is being evaluated for a reported loss of power. The mpu was not returned for analysis; however, log files were reviewed which showed events spanning approximately 4 days (03aug2023 - 0&aug2023 per time stamp). Throughout the log file, atypical power cable disconnect alarms were intermittently active due to rsoc invalid faults while connected to either power source. These atypical alarms resulted in atypical low voltage hazard alarms while connected to the mpu on (B)(6) 2023 between 06:11:41 - 06:13:21. These atypical alarms were determined to be correlated to an issue with the returned system controller and are further addressed via the system controller investigation. The log file did not reveal any issues related to the mpu. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. It was shipped on 09jul2020. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.